Event description:
The account alleged that a pt exited the bed and fell. The account alleged pt injury but would not disclose the injury info.

Manufacturer narrative:
The tech inspected the bed and found it was fully operational and the bed exit system worked correctly. While interviewing the nurses regarding the alleged incident, a nurse stated that the communication cable from the bed to the wall was not plugged into the wall. The nurse stated that one report they have, shows the bed exit alarm was alarming prior to the fall, but another report does not show the alarm. No problem was found with the bed.